Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with a defective stopper. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with a defective stopper. There was no report of injury or medical intervention.

Manufacturer narrative:
Two photos and 2 physical samples were received and evaluated. The samples were two 5ml syringes inside an otherwise empty 5ml tray with a loose top web from batch #8116950 (p/n 309703). Both 5ml syringes had jammed stoppers, which is a rejectable condition. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.